Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-05656 and 1627487-2022-05657. It was reported the patient had impedances on the 3186 lead and a facture on the 3225 lead, as well as a facture on an extension. Surgical intervention took place on (B)(6) 2022, where the full system was explanted and replaced. Effective therapy was restored post-op.